Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated that yesterday they were charging their implanted neurostimulator and it worked fine up until it was at 30% on the controller and 70% to 80% on the implant, then the implant stopped charging. Patient stated that this morning, they wanted to do it again, and the controller was frozen with screens from yesterday. Patient stated the controller was a loaner from a representative because they lost their controller. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient inserted the battery and confirmed controller is 100% and implant is 50%. Agent asked if patient could try to recharge ins again to see if issue would persists. Patient said they would do it later and would call back if the issue persisted. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.